Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the events log displayed speed encoder failure and 5 volt supply too high. The issue occurred during patient-use. The customer reported the ventilator was replaced and there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component was able to be confirmed but unable to be duplicated. No fault was found.